Event description:
It was reported that the patient had a power on reset condition and was unable to clear the "warning screen." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 3708160 (B)(4) implanted: (B)(6)-2008 explanted: na; lead model 39565-30 (B)(4) implanted: (B)(6)-2008 explanted: na; recharger model 37752 (B)(4); programmer model 37743 (B)(4); extension model 3708160 (B)(4) implanted: (B)(6)-2008 explanted: na.